Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The hcp reported that the patient said the stimulation system was not helping them and that the device did not work. They noted the patient had an MRI of their pelvis in the past and asked about the potential adverse effects of stimulation. The caller made a comment about the MRI and stated that maybe that was why the implanted device did not work. The caller had no further details about the issue with the system.